Event description:
Customer reported a past low blood glucose event with the lowest level displayed as "low," but a specific value was unknown. The customer consumed carbohydrates to address the low blood glucose. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.